Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) underwent a left ventricular assist device (lvad) implant. Following that procedure, this lead exhibited decreased sensing measurements along with high threshold measurements. Loss of capture was noted as a result. An invasive procedure was performed. The cause of the loss of capture was not determined. This lead was surgically abandoned and a new lead was implanted with the chronic device. No additional adverse patient effects were reported.